Manufacturer narrative:
E1: reporter phone number not available. Manufacturer's investigation conclusion: the reported event of a water leaking inside the shower bag through the zipper was not able to be confirmed. The shower bag (lot number: unknown) was not returned for analysis and no pictures of the event were submitted for review. Provided information indicated that the shower bag was replaced and the product was listed as disposed. The root cause for the reported event was not able to be determined. The lot number was not provided. This product is not sterilized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 instructions for use and heartmate 3 patient handbook state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. These documents also provide step-by-step instructions for showering with the use of the shower bag. The instructions for use (IFU) and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, these documents state that the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complained of their shower bag that inner side of the bag was moistened. The patient thought water was leaking inside the bag through the zipper. The bag was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.